Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the device trace download. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm, low battery alarm, stuck button alarm and it keeps on happening when they were change the battery of the insulin pump. The customer blood glucose level was 138 mg/dl. Customer was assisted with troubleshooting. Customer stated that they did press a button down for 3 minutes or longer. Customer stated that the buttons were working or responding. Customer did not call back after leaving current battery in insulin pump for 1 hour. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer had received multiple power loss alarms when batteries were out of the insulin pump less than 10 minutes. Customer received a power loss alarm again after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the pump trace download. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. (B)(4).